Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case on display window corner, minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube.

Event description:
It was reported by the customer that their insulin pump was damaged near the reservoir compartment. During troubleshooting, customer was asked if the device showed physical damage and customer stated cracks on the reservoir lip. Next, customer was asked if the battery compartment appeared damaged. Customer stated the battery cap and battery threads are worn. Advised to discontinue use and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)